Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6, h11. The device was returned to olympus for inspection. And the reported failure was not reproduced. In addition, the following reportable malfunctions were identified, during the device evaluation: the investigation identified, the following malfunctions: the endoscope image is not displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, that the endoscope image was not displayed, due to a broken cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device showed an e226 error. There were no reports of patient harm.